Event description:
A surgeon reported that air didn't come when substituting to air during a procedure. The issue was solved after the product was replaced. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).